Event description:
It was reported that asymmetrical lens vaulting was noted during postoperative examination of the patient. An attempt by the surgeon to reposition the lens was unsuccessful, and the lens was explanted and replaced with another lens approximately 6 weeks post implantation. According to the surgeon, the patient's current prognosis is good.

Manufacturer narrative:
The lens will not be returned to bausch + lomb for evaluation as it has been discarded by the user facility. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation. See scanned page.